Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Despite multiple attempts, no additional information was available from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(6) 2013 that this patient advocate contacted boston scientific's patient services (ps) to report that this patient died in b)(6) 2013. The cause of death was attributed to sudden cardiac arrest and digoxin toxicity. The patient advocate alleged that the device did not deliver shock therapy. The paramedics arrived within three to five minutes of the arrest. The patient was transported to the hospital's emergency room (ER) but never regained consciousness. The patient advocate mentioned that a letter was sent to the physician with questions and concerns about the device. Ps was informed that no response has been received to date. The patient advocate was not aware if the device was explanted and returned.

Event description:
Boston scientific received information that this local representative spoke directly with the physician and clinic nurse. The physician and clinic nurse did not know the details surrounding the death of this patient. The patient advocate did contact them with notification that this patient had died. The physician did not know the cause of death. No device interrogation was performed post-mortem and the device was not avbailable for return. The local representative was not notified at the time of death.